Manufacturer narrative:
The device has not been returned to mmdg for evaluation and is not expected to be returned. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint.

Event description:
The initial reporter states the pump was "replace set 4 and down occlusion ". They were not able to resolve the alarm. During a follow up call, the initial reporter indicated that the patient missed four antibiotic doses while waiting for their home care pharmacy to deliver a replacement pump. They also reported that there was no harm or adverse events as a result of this delay. (B)(4).